Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during maxillo facial surgery, doctor used the instrument. It broke without being subjected to stress. The outcome of the patient is the patient has recovered. No surgical delay reported. The reduction clamp is broken off at the tip. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.